Event description:
The haptic was found bent after the insertion of the lens in the pt's eye. The doctor removed and replace the lens with no add'l injury to the pt.

Manufacturer narrative:
This form was completed by the manufacturer.